Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up. High out of range rv pacing lead impedance, high capture thresholds, and a decrease in r-wave were observed. Clavicle crush was suspected. The lead was explanted and replaced. There were no complications.

Manufacturer narrative:
(B)(4).